Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was discarded and is not expected to be returned.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged approximately one week post implant. A revision procedure was performed. The lead was explanted. Another lead was successfully implanted. No additional adverse patient effects were reported.